Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log shows the device prompted pads on and pads off messages as a result of poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. The x series operator's guide (pn: 9650-005355-01) (rev: d) speaks to patient skin preparation, warning the user that "excessive body hair or wet, sweaty skin may interfere with electrode adhesion. Remove the hair and/or moisture from the area where the electrode is to be attached." The device passed all functional testing with no issues. Pads were evaluated and observed long hairs and gel slightly rolled which may have occured when removed. The long hairs coincide with the fact with poor coupling as hair can inhibit good electrode contact with patient resulting in burns. Device appears to be operating as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), sparking was seen from the electrode pads during defibrillation. After removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads, and the second set also sparked. Complainant indicated that the patient suffered second-degree burn marks.